Event description:
During the manufacturing process, a crack was observed in a high voltage pin as a result of the crimping process. Upon lab analysis, the material was found to be full hard rather than half hard brass. The high voltage pins are uesd in the product therapy connector and the therapy cable used with the product. Damage to a high voltage pin could result in an inability to administer device defibrillator or pacing therapy to a patient.